Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited noise, high pacing impedance and decreased sensing. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of oversensing noise, decreasing sensing, and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis.electrical , visual and x-ray inspections of the lead did not find any anomalies.